Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of analysis and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7040-90, lot# i0753, manufactured 08/28/13, expires 2018-07; ifuse implant, p/n 7045-90, lot# i0292, manufactured 04/02/13, expires 2018-01; ifuse implant, p/n 7045-90, lot# i0857, manufactured 12/05/13, expires 2018-11; ifuse implant, p/n 7045-90, lot# i0857, manufactured 12/05/13, expires 2018-11.

Manufacturer narrative:
The patient has had two previous revision surgeries (mdrs 3007700286-2014-00005 and 3007700286-2014-00080). The patient had initial right side si joint arthrodesis in (B)(6) 2013. The patient has had persistent buttock pain. The surgeon had advised the patient not to have the ifuse implants removed but the patient insisted that they be removed. In (B)(6) 2015, the surgeon performed a third revision surgery on the patient where he removed all four implants and replaced them with other hardware. All four implants were seated tightly in bone and required osteotomes and the removal adapter to remove them. The status of the patient following this revision surgery is not yet known.

Event description:
In (B)(6) 2013, the patient had an si joint arthrodesis where four ifuse implants were placed. The patient had complaints of leg pain following the procedure. The initial surgeon performed a revision surgery in (B)(6) 2014 where he backed out one implant a few millimeters that may have been impinging on the neuroforamen. In (B)(6) 2014, a different surgeon performed a revision surgery where he used a burr to remove the tips of the 2nd and 3rd implants that were extending into the neuroforamina and causing pain.